Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. A new charging cable was sent to the customer. It was also reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 180 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.